Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MFR. ID#: 2134265-2011-03000, 2134265-2011-03001. It was reported that post a stenting treatment procedure, myocardial infarction occurred. The patient presented at the time of the index procedure due to unstable angina. Cardiac catheterization revealed 3 target lesions. The first was a 50% stenosed and 5mm long lesion located in the distal right coronary artery (rca) with a reference vessel diameter of 2.6mm. This was treated with direct stent placement of a 2.5x8mm taxus liberte stent resulting in 0% residual stenosis. The second was a 60% stenosed and 18mm long lesion located in the mid rca with a reference vessel diameter of 2.6mm. This was treated with direct stent placement of a 2.5x24mm taxus liberte stent resulting in 0% residual stenosis. The third was a 60% stenosed and 20mm long lesion located in the proximal rca with a reference vessel diameter of 2.6mm. This was treated with direct stent placement of a 2.5x24mm taxus liberte stent resulting in 0% residual stenosis. One day post procedure, the patient was noted to have elevated troponin levels and was diagnosed as having a myocardial infarction. No action was taken to treat this event and it was considered resolved without residual effects. The patient was discharged the same day on aspirin and prasugrel. It is the opinion of the physician that this event is not related to the taxus liberte stents.